Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s9 / 2.1.3 / android_10.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and usb cable. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter and usb cable.